Event description:
Report of adverse event information about a device that was not manufactured or imported by the (B)(6). Were any of the following involved in the event? Implant fracture- no / peri-implantitis. At the time of implant failure, there was (check all that apply): pain/swelling. Was prothesis installed? Yes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports mw5166884, mw5166886.